Event description:
Patient prepped for PICC line placement. PICC removed from package and noted that the guide wire did not extend to the end of the catheter. The guide wire ended approximately 1.75 inches before the end of the catheter. The nurse placing the PICC checked to make certain the PICC would advance through the introducer needle before starting the procedure, noting the issue before it involved the patient. The catheter would not advance correctly and therefore replaced.had the catheter not been checked before insertion, the patient may have had to have a repeat procedure (needle puncture). The patient may have lost additional blood had the needle been inserted successfully and then the catheter could not be placed, necessitating someone to retrieve another catheter. In addition there was a delay in therapy until the line could be placed.